Event description:
A mayfield modified skull clamp was placed onto an adult patient for a craniotomy (date of event was not provided). The unit would not lock into place. The unit was changed and there was no delay in the procedure or injury to the patient. Integra adult disposable skull pins were being used. It is unknown whether there was any stereotaxy device being used at the time of this incident.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.